Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was able to reproduce the reported issue. The device is no longer repairable. Stryker recommended that the customer remove the device from service and a replacement device be obtained.

Manufacturer narrative:
The cause of the reported issue was located to the power supply and batteries.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.